Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient stated that on a few instances (including today) she did not saw drops come out of the tubing, so she had to use a new infusion set. She also said a couple of time, the tubing became detached from the cannula housing during the load process and she had to use new sets. Reportedly, at the time of this event, she saw insulin migrate through the line during the fill tubing step, but no drops ever came out and she also saw some air bubbles. The blood glucose was 136 mg/dl at the time of this event. The patient did not notice any damage when the package was first opened. Moreover, the patient did not do the air removal step as per protocol when preparing the cartridge. No further information available.